Event description:
During screening, externalized conductors were observed via fluoroscopy. No electrical abnormalities were observed. Lead remains implanted.

Event description:
New information received notes that on (B)(6) 2013 externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
Based on review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.